Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 09892-1, 0001825034 - 2017 - 09896-1, 0001825034 - 2017 - 09898-1, 0001825034 - 2017 - 09899-1, 0001825034 - 2017 - 09900-1, 0001825034 - 2017 - 09901-1, 0001825034 - 2017 - 09902-1, 0001825034 - 2017 - 09903-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical device oss segmental femoral cat#: 161012, lot#: 059050; oss poly bumper lock pin cat#: 150510, lot#: 787510; oss reinforced yoke cat#: 150493, lot#: 546030; oss reinforced femoral bushings cat#: 161034, lot#: 252670; oss reinforced axle cat#: 161035, lot#: 239890; oss poly tibial bushing cat#: 150476, lot#: 963640; compress taper adapter cat#: 178711, lot#: 250760; oss tibial poly bearing cat#: 150411, lot#: 061070. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 09892, 0001825034 - 2017 - 09896, 0001825034 - 2017 - 09898, 0001825034 - 2017 - 09899, 0001825034 - 2017 - 09900, 0001825034 - 2017 - 09901, 0001825034 - 2017 - 09902, 0001825034 - 2017 - 09903, 0001825034 - 2017 - 09904. Product location is unknown.

Event description:
It was reported that the patient was revised seven months following the total knee arthroplasty due to an unknown reason.